Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 700 mg/dl. It was stated that the customer was placed in a critical care for three days. The insulin pump was not available to troubleshoot at the time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.